Event description:
The customer reported hydrogen peroxide contact while removing a hydrogen peroxide cassette from the unit. She was not wearing gloves. The customer reported areas of white discoloration on the thumb and middle finger of her right hand. The customer was instructed to wear gloves when removing the cassette from the unit. Attempted to contact the customer to follow-up on her hydrogen peroxide contact, the customer was not available.